Event description:
It was reported that case saver mode was activated. The console is to be checked and inspected. The procedure was postponed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. D3 manufacturer email: (B)(6).

Manufacturer narrative:
B3. Date of event: exact event date is unknown. D3 manufacturer email (B)(6). As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). Analysis identified that the 45 degree folding mirror was damaged, therefore it was replaced. It is likely that the damaged mirror could have affected the laser performance leading to the reported event of case saver mode activated. Based on the analysis results, the reported event was confirmed as replacing folding mirror resolved the issue. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that case saver mode was activated. The console is to be checked and inspected. The procedure was postponed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.